Manufacturer narrative:
Investigation-evaluation: description of event: as reported, after approaching the ureter and retrieving a stone once using ncircle tipless stone extractor, the basket became stuck within the sheath and could not be moved. Its use was discontinued, and the procedure was completed using another same type device (lot unknown). The device was inspected for damage and tested prior to use in an uncoiled position and was found to function properly with no damage noted. An olympus p7 scope was used for the transurethral lithotripsy to remove a 2-3 mm stone lodged in the ureter. No laser was used during basket use. The patient had no anatomical issues preventing opening and closing of the basket. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned with label only. Upon inspection the handle was actuated, and basket formation would move in and out of the basket sheath however the basket was deformed. There was a kink in the sheath near the support tubing. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU. The IFU did not provide any information related to the reported issue. The cause for the failure of the basket to open for the user may have been the abnormal basket shape combined with use of the device inside a scope. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: name and address: postal code: (B)(6). G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, after approaching the ureter and retrieving a stone once using ncircle tipless stone extractor, the basket became stuck within the sheath and could not be moved. Its use was discontinued, and the procedure was completed using another same type device (lot unknown). The device was inspected for damage and tested prior to use in an uncoiled position and was found to function properly with no damage noted. An olympus p7 scope was used for the transurethral lithotripsy to remove a 2-3 mm stone lodged in the ureter. No laser was used during basket use. The patient had no anatomical issues preventing opening and closing of the basket. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.